Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, the reportable malfunction is the glue / adhesive peeling from the distal end. The peeling / chipping on the adhesive of the distal end likely occurred due to external force applied. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A review of the instructions for use confirms verbiage is identified that may have prevented the phenomenon: do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Per the legal manufacturer, the other issues identified in the initial report (insulation cover crack, non-olympus glue found on the cover, lens found with peeling glue, ultrasound image element, low flow suction balloon and leaking control knobs) have no potential to cause or contribute to death or serious injury if these issues were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, two leaks were found on the scope. The body of the scope had a loose probe with the glue peeling. A crack was affecting the cover insulation, a non-olympus glue was found on the cover. The lens was also found with a peeling glue. The ultrasound image contained a broken element. The suction balloon was found with a low flow and the control knobs were leaking but not affecting the device¿s function. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
The user facility reported scope problems with the balloon on an ultrasound gastrovideoscope. No patient involvement or injuries were reported. No additional information has been obtained.